Manufacturer narrative:
We have concluded our investigation process related to the reported complaint. Based on the information available to us, we were unable to confirm the event. However, a supplier corrective action report has been opened to further investigate this issue. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube was inserted on (B)(6) 2023, and a broken shaft was discovered on (B)(6) 2023. Unable to feed and get meds overnight and presented urgently.